Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient's vns lead was to be replaced prophylactically due to abraded outer tubing noted during surgery to replace the generator. Vns diagnostics indicated normal function, but the reporter felt the lead should be replaced. This was previously reported via MDR # 1644487-2012-00400. The lead was returned with paperwork stating "old lead had disrupted outer sheath." The patient had no trauma per the reporter. During manufacturer product analysis of the lead, abraded openings were noted on the inner silicone tubes which likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the inner silicone tubes. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Results of the overall dimensional and resistance measurements show that those parameters are within specification per the manufacturing assembly documentation.